Manufacturer narrative:
B3: date is unknown, so estimated date was entered. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Infection is acknowledged within the IFU and are not related to off label use or failure to follow instructions. The IFU provides guidance and instruction to achieve successful ams 700 implantation and to prevent infection related symptoms. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) underwent a surgical procedure to explant the device due to infection. There were no further patient complications reported; the patient was implanted with a new device several months later.